Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. Upon interrogation, the device was found in hardware reset due to multiple software and micro-reset parity errors. Visual inspection found a small polish mark on the back of the ICD can. It is believed that external noise from the reported surgical procedure and a damaged lead contributed to the parity errors.

Event description:
It was reported that during interrogation, the device displayed a hardware reset message after the patient had an endocsopy procedure. Interrogation attempted again with same error message. The device was explanted and replaced.